Event description:
According to the reporter: during a laparoscopic total hysterectomy procedure while employing a running stitch to close the vaginal cuff, the needle broke in half. Half of the needle stayed in the jaws of the suturing device, and the other half disengaged into the patient cavity. It was retrieved with graspers; an x-ray was not performed. The surgeon attempted to add another reload, but it could not be loaded. The surgeon opened another suturing device and reload however this one dropped from the device. Another reload was added to the suturing device and was used successfully to complete the procedure. The reloads used contained absorbable suture which was opened a few minutes prior to the procedure. No patient injury or extension in surgical time. Patient status is alive, no injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.